Manufacturer narrative:
Based on the claim against the product by the customer noting that a "grip" message was occurring, and that the instruments could not be controlled in arms 1 and 2, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer went onsite and replaced the master tool manipulator (mtm) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device and the mtm was received for evaluation. The reported failure was able to be reproduced during in-house testing during calibration. Multiple components will be replaced. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to a laparoscopic procedure after the start of the procedure due to getting a "grip" icon when attempting to take control of the instruments in arm #1 and arm #2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that the surgeon was getting a "grip" icon when attempting to take control of the instruments on arm 1 and arm 2. The site confirmed that the master tool manipulators (mtms) were correctly assigned. The surgeon moved the instrument from arm 2 to arm 3, and it was able to be controlled. The surgeon attempted to manually assign the mtms with no success. The surgeon performed an emergency stop (e-stop) and power cycle, without resolution. The surgeon opted to convert to a laparoscopic procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.